Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("prolonged bleeding") in an adult female patient who had essure (batch no. A66674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and multiparous. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary infection") and fungal infection ("infection (bladder/ urinary tract/vaginal) type :yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), allergy to metals ("nickel allergy,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), depression ("depression"), abdominal distension ("bloating") and loss of libido ("loss of sex drive"). The patient was treated with surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, depression and abdominal distension had resolved and the abdominal pain lower, urinary tract infection, fungal infection, female sexual dysfunction, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, pain in extremity and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs+mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract and yeast infections continuously, apareunia (inability to have sexual intercourse), migraines / headaches, nausea,nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, abdominal pain, leg pain, depression were added. New reporter, lot number and date of birth were added. Product information was updated. Outcome of events depression, migraine, pain, bleeding , bloating, discharge from unknown to recovered/resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("prolonged bleeding") in an adult female patient who had essure (batch no. A66674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and multiparous. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary infection") and fungal infection ("infection (bladder/ urinary tract/vaginal) type :yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), allergy to metals ("nickel allergy,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), depression ("depression"), abdominal distension ("bloating") and loss of libido ("loss of sex drive"). The patient was treated with surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, depression and abdominal distension had resolved and the abdominal pain lower, urinary tract infection, fungal infection, female sexual dysfunction, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, pain in extremity and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.